Event description:
This pt was diagnosed as having ciliary dysfunction induced by inflammation from endophthalmitis. Low intraocular pressure and ciliary hyperemia was observed. A vitreous procedure was performed and the pt has been released from the hospital. The physician has indicated it is unlikely that this event was caused by the iol; however, no other possible cause was identified.